Event description:
It was reported that patient experienced a headache due to csf leak during an scs trial procedure. The physician was able to insert the needle at a higher location without any complications. Effective therapy was established post operatively. The investigation did not determine the lead that was associated with the csf leak.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.